Manufacturer narrative:
No concomitant medications were reported. Complaint conclusion: as reported by an affiliate, during a coil embolization of the cavernous sinus for the treatment of carotid cavernous sinus fistula, the deltaplush (cpl100256-30/g15812) introducer sheath was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the excelsior sl10, but the physician experienced severe resistance into the introducer sheath. When the physician had put additional force to push the coil, the introducer sheath was somehow damaged and the coil was exposed from the damaged area. Product analysis of the returned device revealed that the coil was found severely buckled and damaged both inside and outside the sheath. The deltaplush was safely removed from the microcatheter and was replaced with a new one (cpl100256-30, lot unknown) which made it all the way through the same microcatheter. Afterwards, the procedure was successfully completed using the same y connector without further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The returned coil was found protruding outside the sheath. At the protrusion site the coil was found severely buckled and damaged both inside and outside the sheath. The distal tip of the coil has been encased with a blood, contrast, and protein mixture. These blood plugs prevented the movement of the coil. There were additional blood plugs in the sheath which were adjacent to the distal tip of the coil. The most likely contributing factor to the coils severe resistance during introduction may have been due to distal interference. Even though it was stated that a constant flush was maintained, it is still possible that the blood mixture encasing the distal tip of the coil can still occur producing the severe resistance experienced even if the constant flush was or was not running prior to the insertion attempt of the coil into the microcatheter. However, if the blood mixture plug adhering to the coil occurred post-procedurally, then the distal interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Although a definitive conclusion cannot be made, based on the analysis it is possible that not maintaining the required adequate continuous flush as outlined in the instructions for use may have contributed to the resistance with introducer and coil damages then occurring due to the continued force against resistance. It is also possible that procedural handling factors related to the steps outlined for the introduction process may have contributed. The IFU outlines steps to be taken if friction is noted during advancement of the system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by an affiliate, during a coil embolization for the treatment of carotid cavernous sinus fistula, the deltaplush (cpl100256-30/g15812) introducer sheath was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the excelsior sl10, but the physician experienced severe resistance into the introducer sheath. Information found during product analysis on (B)(6) 2013 revealed that the coil was found severely buckled and damaged both inside and outside the sheath. When the physician had put additional force to push the coil, the introducer sheath was somehow damaged and the coil was exposed from the damaged area. The deltaplush was safely removed from the microcatheter and was replaced with a new one (cpl100256-30, lot unknown) which made it all the way through the same microcatheter. Afterwards, the procedure was successfully completed using the same y connector without further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.